Manufacturer narrative:
(B)(4). Batch # p9491v. Investigation summary: the device was returned with the blade scratched and cracked. Also was received with the tissue pad damaged, melted and 100% present. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled and it was found that there was a cracked internal component. No conclusion could be made as to how the component was damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a lap hepatectomy, the white pad on the harmonic burnt off. This occurred in the first few minutes of use and was then replaced with another to continue the case. There was no patient consequence.